Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient had suffered unintentional underdosing and overdosing of her pump that were so bad that it had resulted in patient having serious medical symptoms and complications that required patient to be hospitalized twice within 30 days of each other (separate episodes). The healthcare professional (hcp) told him there had been no pump alarms but the consumer knew that the overinfusion/underinfusion could occur without the pump alarming. The patient had not missed any refills. Prior to these issues the patient had a normal base line in her symptoms with the intrathecal baclofen (itb) therapy. It was obvious that patient was experiencing symptoms below from the baclofen and fentanyl. Patient had these symptoms: patient had began having frequent urination that she didn't used to have (consumer said that could be caused by baclofen), agitation, aggression, confusion, laughing then yelling than cursing which was sudden in onset and had become more severe, drowsiness, more intense leg pain induced by limited walking activities various times throughout the day, fever, chills/being cold then very hot, hallucinations, increased spasticity, disorganized speech that had become sudden and severe, headaches, frequent vomiting, involuntary spastic movements in arms and hands that became suddenly worse,and suffering bowel dysfunction. Patient was not in menopause and was still having periods, trouble sleeping, loss of weight that was noticeable and gradual, tremors. The different hcp that came to patient's home to fill pump had been "withdrawing large concentrations of drug from pump (caller didn't know amount)". Consumer thought this was a red flag and was unusual, this had been going on for the last year and a lot more medication was being withdrawn and refilled than before and he thought this could've resulted in overinfusion. He knew hcps can make errors and thought hcp may be trying to cover errors up. He had alerted patient's hcp and asked that managing hcp be alerted but consumer was getting push back. The hcp thought the symptoms patient was experiencing are just the patient "going crazy" from mental/psychological issues and episodes patient had that started years ago (ptsd/depression/psychosis) and that issues were not being caused by the pump. He knew symptoms patient was having was from the drug. Due to hcp doubting there was an issue with the pump there had been no diagnostics/troubleshooting done by hcp. He thought symptoms were from pump and hcp was wrong. No further complications were reported.